Manufacturer narrative:
(B)(6). The lot was manufactured june 1, 2016 ¿ june 3, 2016. The device was received for evaluation with approximately 134 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the device operated within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor still contained about 2/3 of the solution even after infusing for 2 days. The device was filled with 60 ml of fluorouracil and 160 ml of glucose. There was no patient injury or medical intervention associated with this event. No additional information is available.